Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Customer reported the infusion set is leaky at the luer. Customer discarded the alleged infusion set. No adverse event reported. No product will be returned.